Event description:
Procedure: appendectomy, patient sex: unk. Reportedly, the stapler was fired half way on the appendix, then the surgeon turned the instrument over while still in the patient and realized a bowel grasper was in the jaws of the instrument. The grasper was removed, the surgeon continued to fire on the staple line, but then the stapler could not be removed from the tissue. The reload was removed from the stapler while still inside the patient, the surgeon removed the stapler and inserted a new instrument. The reload had to be cut off the appendix with the new stapler. The reload was removed from one of the port sites and the surgeon continued on with the new instrument. Patient is fine.